Manufacturer narrative:
The following could not be completed with the limited information provided. Patient age - ni, patient weight - ni. Event is being reported to FDA on two medwatches since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 1 of 2 mdrs filed for the same patient (reference 0001822565 -2016 - 04411).

Event description:
It was reported that patient was revised due to dislocation two years post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products-articular surface with hinge post extension screw enclosed do not discard size c 12 mm height catalog# 00588003012 lot# 62628355, ng rot. Hinge knee tibia plate sz 3 catalog# 00588000300 lot# 62626631, femoral component option for cemented use only size c right catalog# 00588001302 lot# 62612164. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Operative notes were not provided for primary and revision; therefore it is unknown whether the components were implanted per the surgical technique. There is also no available information regarding the patient¿s adherence to rehabilitation protocol or any other patient factors that may have influenced the performance of the device. Per the packaging insert for the articular surface dislocation and/or joint instability is considered to be known adverse effects of the procedure. Therefore, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.